Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se placed the battery to recharge for an extended period and the battery was not able to be recharged. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a 980 ventilator would not display the battery charge level on the display. The ventilator was not in use on a patient at the time the event occurred.